Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized for high blood glucose levels. It was reported that the insulin pump excessively alarmed no delivery, low reservoir, and low battery. Customer's blood glucose at the time of hospitalization was not verified. Offered to troubleshoot for the aforementioned issues when customer was present and feeling okay to do so. Nothing further reported.